Event description:
Clinic notes dated (B)(6) 2013 indicated the patient had an increased number of seizures during (B)(6) 2013 where he had over nine episodes lasted one minute that began as complex partial seizures. The patient was averaging 1-4 seizures per month lasting one minute. The seizures were cp seizures alone or followed by convulsions. Follow-up showed that a relationship of the seizures to the patient's pre-vns seizure level could not be provided because the patient had not been seen at that office prior to vns placement. The increase in seizures was believed to be related to battery depletion. No medication changes or external factors preceded the increase in seizures, but the patient's medication was increased due to the increase in seizures: the patient had not had any seizures since that medication change. The patient's settings and battery status was provided. The replacement indicator was seen. Surgery is likely but has not taken place.

Manufacturer narrative:
Review of programming history.

Event description:
It was found that the patient underwent replacement. The explant facility does not return explanted devices. No additional information has been received to date.